Event description:
Pt alleged they were obtaining inaccurately high readings on their ot ultra. In 2003 pt received readings of approx 6.5 mmol/l earlier in the day and then received a reading of approx 4.1 (time unknown) and was starting to feel very low. In the evening, after dinner, the family called an ambulance. The paramedic ran a blood glucose test with the paramedics meter and the reading was approx 1 mmol/l. Shortly after some sugar solution was given via IV and the paramedic ran another test, the result was 2.5 mmol/l compared to a reading of 4.4 mmol/l on the pt's meter. The pt did not go to the hosp. No one in the family was aware that the meter was set to mg/dl. The customer care rep noticed the meter was set to the incorret unit of measurement 4 days later. The meter has been replaced for the pt's comfort.